Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements on this non-boston scientific right ventricular (rv) lead. Setscrew issues were suspected. Additionally, the patient heard beep tone from the device. Further evaluation was recommended. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).